Event description:
Customer called to report that the bottom of off-loaded patient sample racks with gold top tubes of the unicel dxc 800 synchron system were wet for two days. Customer then stated that, upon closer examination, it was noticed that a gold top stopper was lodged underneath the autoloader between the cap piercer and the sample wheel. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the cap piercer blade wash would drip after piercing tubes. The fse also noticed that the vacuum for tubes 303 and 118 was insufficient. The fse then found pieces of rubber from tubes clogged in the fitting of tube 118, and noticed that the cap piercer blade had cracked. The fse cleaned the fitting and replaced the blade to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).